Event description:
It was reported that during a da vinci-assisted colorectal surgical procedure, the surgeon experienced insufficient sealing and coagulation with the vessel sealer extend (vse) instrument. No errors were observed when the issue occurred, and an audible signal was heard during the sealing sequence. The seal cycle completed with the expected fast audible tones, but the tissue effect was less than usual, and tissue was cut that was not fully sealed after "seal completed" tones were received. The target tissue was patient fat. The vessel was not greater than 7 mm in diameter, and there was no evidence of vessel calcification. The tissue was not exposed to radiation or chemotherapy prior to the procedure, and the jaws did not come into contact with any metal objects or become contaminated by carbonized tissue. There was no unexpected additional bleeding or injury experienced by the patient. The surgeon believes the issue was caused by the "bad function of the instrument", and no photographic images or video recordings were available for review. The procedure was completed with no further issue reported.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive a da vinci product to perform failure analysis. Vessel sealer extend (vse) instrument logs show that the instrument was installed 4x and passed homing 4 times. 140 cut complete events and 346 seal events were noted with no errors. The instrument was used for about 110 minutes.